Manufacturer narrative:
Patient¿s date of birth and age were not provided. Patient¿s sex was not provided. Patient¿s weight was not provided. Approximate age of device ¿ 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad experienced elevated pump powers and estimated flow values post implant procedure. The submitted log files were reviewed by technical services and revealed parameter trends consistent with device thrombosis. No additional information was requested.

Manufacturer narrative:
The reported pump power elevations were confirmed through the evaluation of the submitted system controller log file. However, a specific cause for the reported event could not be determined conclusively through this evaluation. The center submitted a system controller log file dated from 29 nov 2017 through 07 dec 2017 for review. A transient pump power elevation over 9 watts was noted on 02 dec 2017. It should be noted that there were three additional power elevations over 9 watts were captured on 07 dec 2017. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. The patient remains ongoing on left ventricular assist system (lvas) support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.